Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an infection, with nausea, vomiting, and swelling at the pocket site of the implantable neurostimulator. The device was subsequently explanted. The leads were left implanted. There was no decision made to implant a new device as of the date of this report. The pt was recovering. A follow-up report will be filed if add'l info becomes available.